Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was sent to a repair facility and was already returned to the doctor. The doctor will not return it to us for evaluation.

Event description:
In this event it was reported that a raypex 6 apex locator provided incorrect measurements; no injury resulted.